Manufacturer narrative:
A philips remote service engineer (rse) provided troubleshooting. After troubleshooting the rse advised the customer that the issue is the spo2 sensor cable. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 sensor cable. The customer was advised that the precess MRI patient monitor this spo2 sensor cable was used with was out of support since 31dec2020. The spo2 sensor cable was also obsoleted september 2017. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that spo2 probe is showing occasional bad values. The device was not in use on a patient at the time of the event. There was no adverse event reported.